Event description:
Caller reported temperature alarms 10 and 11. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.